Manufacturer narrative:
Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU statement: the instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria. This device is similar to v-trak hydro soft 3d.

Event description:
It was reported that the last coil used in the case, stretched and prematurely detached when a branch vessel extended from an aneurysm was being embolized through a microcatheter. A snare was used to remove the coil. The procedure was successfully completed. The patient's condition was reported as no health damage.